Event description:
A patient was implanted with a prodisc c device. The date of implantation and implantation surgeon are unknown. Patient began experiencing pain and it was found that the implant had migrated anteriorly. The pdc implant was removed on (B)(6) 2023.

Manufacturer narrative:
It was reported that a patient was implanted with a prodisc c device. The date of implantation and implantation surgeon are unknown. Patient began experiencing pain and it was found that the implant had migrated anteriorly. The pdc implant was removed on (B)(6) 2023. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant was returned to exponent for third party device evaluation. Exponent will complete the evaluation under report number (B)(4) based upon their approved report protocols. It was confirmed that a removal took place due to anterior migration of the implant. No other anomalies associated with the complaint were found during the investigation. This report is for 1 of 1 devices involved in this event.